Event description:
Site reported the articulating vertek arm would not lock in place. This event did not occur during surgery and no patient was present.

Manufacturer narrative:
No patient information available as no patient was involved in this concern. Site was able to repair the vertek arm and it is working properly.